Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) reseated the pyxis bus ribbon cable connections to both the drawer controller and row b cubie tray. After reseating, row b was successfully detected and confirmed operational. The hardware test application (hta) was performed, and the row b was accessed via the inventory module without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.